Event description:
Our office in (B)(6) reported a male patient experienced conjunctivitis and corneal erosion in the left eye after the first time use of consept one step neutralizing tablets. The patient was prescribed gatiflo (gatifloxacin hydrate) and flavitan (flavin adenine dinucleotide sodium) ophthalmic eyedrops. No other information was provided. See companion case 2020664-2011-00134 for consept one step disinfecting solution.

Manufacturer narrative:
Manufacturer of reported device performed chemistry evaluations of the actual product used by the consumer and product retained from the reported lot; all results were within specifications. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Microbiological review of the actual product used by the consumer and product retained from the reported lot number is in process. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.